Event description:
It was reported that the patients lead had migrated out of the epidural space following a lead replacement procedure. (MFR#: 3006630150202403843). The patient underwent a revision procedure wherein the lead was repositioned.